Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was successfully used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior cuff was still loaded on the foot and the link still attached to the cuff. There was a needle strike mark on the posterior foot. The link broke from the anterior cuff and this confirmed the reported complaint. Based on the investigation findings, the posterior cuff was missed and the link was pulled at the anterior cuff which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the breaking of the link from the anterior cuff. During testing, a proxy plunger was reinserted and the needle trajectory was acceptable. Testing of the device resulted in acceptable needle trajectory and the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue as evidenced by the needle strike mark on the foot. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. No manufacturing or quality issue was detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.